Event description:
It was reported that a cardiac perforation and pericardial effusion occurred leading to cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. An angiogram of the laa noted that the trajectory into this very anterior broccoli laa was suboptimal. The procedure was continued, and the physician inserted the wds into the was. The closure device was attempted to be deployed but due to trajectory the physician was unable to access the anterior depth for a successful implant. It was noted that the was had become kinked. The physician pulled back to the right atrium and tried a new transseptal puncture. The anatomy of the fossa ovalis was very thick and an ideal transseptal puncture was not attained. The patient was noted to have very low blood pressure and was requiring vasopressors. A moderate to large pericardial effusion was noted on transesophageal echocardiogram (tee) imaging. The physician performed a pericardiocentesis and 600ml of blood was removed from the patient. The patients' vital signs were stabilized, and the patient was sent to the intensive care unit for overnight observation and care. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event. It was further reported that the patient made a full recovery and was discharged from the hospital the next day.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred leading to cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. An angiogram of the laa noted that the trajectory into this very anterior broccoli laa was suboptimal. The procedure was continued, and the physician inserted the wds into the was. The closure device was attempted to be deployed but due to trajectory the physician was unable to access the anterior depth for a successful implant. It was noted that the was had become kinked. The physician pulled back to the right atrium and tried a new transseptal puncture. The anatomy of the fossa ovalis was very thick and an ideal transseptal puncture was not attained. The patient was noted to have very low blood pressure and was requiring vasopressors. A moderate to large pericardial effusion was noted on transesophageal echocardiogram (tee) imaging. The physician performed a pericardiocentesis and 600ml of blood was removed from the patient. The patients' vital signs were stabilized, and the patient was sent to the intensive care unit for overnight observation and care. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.